Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the surgery for adult scoliosis was performed by using the expedium verse system. The fixed area was t10 ¿ s2. The sai screw was used for only s2. After all the screws were inserted, the unitized set screws were temporarily placed by using the single inserter (2797.02.000). (The collection key was used for l4 and l5). Thereafter, in order to make final tightening from the s2 screw, when the surgeon tried to make final tightening by using a combination of the torque limiting handle (2997.04.320) and versex25 set screw driver (2997.04.230), the surgeon told that the tip of the driver did not fit the set screw. After pressing the torque driver harder, the surgeon told that the tip of the driver did fit the set screw. Although the surgeon tried to make final tightening, the tip of the set screw driver was broken, and final tightening could not be done. Even though another set screw was used, the tip of the screw driver had been already deformed. Thus, the tip of the second screw driver did not fit the set screw well either. Afterwards, another (third) set screw driver was used from a backup verse b tool set. The tip of the third screw driver did fit the set screw well, and final tightening was completed safely. The collection key and the unitized set screw became cross-threaded and broken as well. The surgery was completed with no delay, and there was no adverse consequence to the patient.